Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the display of the p-wave is not normal as it is not displaying properly. The p-wave will also show up before they hook into sensor. Verified issue is not the sr8 as they are having the same issue with a loaner sr8.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the display of the p-wave is not normal as it is not displaying properly was confirmed. The sherlock sensor failed the magnet tracking functionality testing. The lollipop was intermittently flipped or not functioning during assessment testing. The root cause of the reported failure was identified as an internal failure of the usb cable.